Manufacturer narrative:
Based on the evaluation conducted, lot 0137217 was packed per DHR and no nonconformance related to broken blade was present. Packaging process has established controls to mitigate broken blade condition, including a ¿medio¿ blade sensor that inspects 100% of packed pouches ¿ liner level prior to aluminum foil packaging. Also, no other complaint has being received for lot 0137217 related to broken blade condition. The most probable root cause for broken blade condition could be machine related; nonetheless, there are established controls to mitigate this type of condition such as: operating trainings, in-process inspections, quality inspections/audits, 100% visual inspection performed by certified personnel to sort out nonconforming parts prior to final assembly and packaging, and ¿medio¿ blade sensor. Sensor is challenged at the start of a new lot and shift. This challenge is repeated for both packaging lanes. Challenges were successful. No qnr were opened due to broken blade condition for lot 0137217. The following controls are in-place to mitigate ¿broken blade¿ condition at aspen surgical las piedras site: ¿ heat treatment in-process at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. ¿ heat treatment quality inspections at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. ¿ 100% visual inspection by certified personnel is performed to segregate nonconforming material, including broken blades, prior to assembly and packaging process. Each associate performing 100% inspection process is certified and re-certified on an annual basis on blade defect criteria¿s. ¿ CAPA (B)(4) was initiated to evaluate current controls in place corrective actions identified were completed and CAPA closed on 10/26/2015. ¿ CAPA (B)(4) was also initiated to continue in the monitoring and improvement of current control. Device not available.

Event description:
Item number 371211-150 (bard-parker blade) broke during a patient procedure.